Manufacturer narrative:
Follow-up with the user facility revealed that the package/product had been discarded and therefore would not be returned for evaluation. Without the actual product, an evaluation could not be performed and the complaint therefore could not be verified. However, evaluations of similar complaints previously received did confirm the reported problem of "inner plastic bag was sealed between outer package and tub". Even though the complaint could not be confirmed, this reported problem is being reported as a potential of break in sterility of the packaging. A device history record review could not be done since there was no lot number given. A 2-year review of the complaint history for the device family shows there have been a total of ten (10) confirmed units that resulted in breach of sterility. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no serious injuries or death related to this reported problem. However, to prevent future recurrences, an investigation has been opened to address this issue. The packaging anomaly was obvious to the surgical staff pre-operatively and prompted the use of another tubing set. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. Product was not returned.

Event description:
The user facility reported that the package containing the c7120 apex arthroscopy tubing set, one connection, was found to have the "inner package sealed to the outer package". This reported issue was discovered pre-operatively. Another like tubing set was used and the procedure was completed as planned with no further complications or patient impact.